Manufacturer narrative:
A request was made to know the medical treatment the patient received and to have the wheelchair returned. However, the details of the treatment could not be shared due to hipaa regulations. Additionally, the request to return the chair was denied as it had already been repaired and the caster had been discarded. The reporter also stated that the caster issue did not cause the injury. The end-user leaning over in the chair to reach the caster, caused her to lose her balance and fall out. According to the prox4s user manual 1125104-f, it is important to consult with a qualified healthcare professional before using the wheelchair, to determine and establish your safety limits. This can be achieved through practicing bending, reaching, and transferring activities. It is not recommended to attempt reaching for objects if it requires moving forward in your seat or picking them up from the floor by reaching down between your knees. Avoid shifting your weight or sitting position toward the direction you are reaching, as this can cause the wheelchair and/or seating system to tip over. If additional information is received a follow-up will be filed.

Event description:
The left caster bearing came out of the caster of the 2-year-old prox4s wheelchair, and the chair would not roll. The consumer, leaned forward to try to get the caster to move and fell out of the chair. She broke both femurs and a hip.